Event description:
In 2008, a female was implanted with a gore propaten vascular graft in an a-v access procedure in the upper arm from the brachial artery to the brachial vein. On the following month, the pt presented with a failed graft. A right axillary artery to axillary vein a-v graft was implanted. On the following month, the pt presented with a moderately thrombosed axillary a-v graft. An open thrombectomy and pta procedure was performed in the right axillary vein. In 2009, the pt expired due to unk causes.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing records for the device verified that the lot met all pre-release specifications.